Event description:
A medwatch report was received from facility which describes the following event. 150 cc's of contrast media was successfully being injected through a hep-loc in pt's left hand when technician went to control panel. Upon return, pt's hand was swollen and discolored. An extravasation of IV contrast media occurred but the pressure injector did not alarm. Cold, then warm compresses were applied to the site. Doctor evaluated site, dressed site, and ordered a plastic surgery consult.